Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's father reported via phone call, when the insulin pump is delivering a bolus it doesn't deliver the full amount. The tubing isn't occluded and no bent infusion sets. Customer's blood glucose was 10 mmol/l. The device is being replaced but it not returning for analysis.